Manufacturer narrative:
Concomitant medical products: product ID: 8711, lot# j11019r33, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported the patient seemed somnolent over the weekend. She had ¿like a flat affect¿ and was not verbal. The patient had a lot of medical things going on not related to the drug infusion system that could have caused the patient to be non-verbal. The patient was responsive, but would not talk or smile to the health care provider (hcp). A 50% dose reduction was programmed by the hcp on (B)(6) and the patient seemed better. The facility was doing other things for the patient¿s other medical conditions and so the patient doing better could have been related to those other things and not the dose decrease or the infusion system. The patient had been on the previous dose for a while and the last change on the pump was in (B)(6) 2014. The patient was in the hospital. The system was being used to deliver dilaudid (hydromorphone).